Event description:
Patient tested on the suspect device with a glucose result of 92 mg/dl. A lab glucose was 60 mg/dl. Controls were in range. No treatment alleged. The reporter declined to have the device replaced.